Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted. Same patient as cmplnt-(B)(4).

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. The treatment was with vancomycin (dosage, route, and frequency not reported) for the peritonitis. The patient was discharged from the hospital after eight days. The treatment with the antibiotic was discontinued a day after the discharge from the hospital. The patient was recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd896399 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.